Event description:
It was reported that the circulation pump would not prime from the arctic sun device. Per work order information and follow-up information received via phone on 07feb2022, the device was not being used on the patient, and it would be sent for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue were unconfirmed. No root cause was isolated as the device met specifications during evaluation. The device was evaluated and the reported issue was not able to be confirmed as the unit filled normally for decontamination and servicing. No repairs were made for the reported issue. The device underwent a 2k hour service. The circulation and mixing pumps were serviced. The heater was replaced. Both drain valves were replaced. The manifold o-rings were replaced. The coin cell was replaced. All other upgrades have previously been performed. A functional check and pre-cal were performed. The device was heated to 42°c and cooled to 4°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests. The device is functioning properly and is ready for use. The device history record review and labeling review was not required as the reported issue was unconfirmed and not a manufacturing or supplier related failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the circulation pump would not prime from the arctic sun device. Per work order information and follow-up information received via phone on 07feb2022, the device was not being used on the patient, and it would be sent for repair.